Event description:
Hospital reported that a woman went into premature labor at 19 weeks with triplets. Magnesium sulfate was started at 7am to try and stop the labor. Order was for 3mg/hr and at 7pm, pump was found to be at 1.5mg/hr. Mother delivered the triplets prematurely and all 3 babies passed away. Investigation of the event log found that the underinfusion was caused by a user programming error. The clinician chose the wrong drug concentration from the drug library. The hospital reported that it is not known if the programming error affected the babies outcome.

Manufacturer narrative:
This report was filed by the MFR.